Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. There is no report of serious injury or death associated with this event.

Event description:
Undisclosed colorectal procedure - "reported through (B)(6) and (B)(6) that dr. (B)(6) was using a gelport on an undisclosed colorectal case on (B)(6) 2016, when the device tore in usage. No additional details available." Patient status - "patient unharmed".

Manufacturer narrative:
The event unit was returned for evaluation. Engineering performed a visual inspection and observed a torn sheath on the unit near the flexible ring. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. Although the exact root cause of the incident could not be confirmed, the engineering evaluation revealed that the likely root cause may be due to an instrument puncturing the unit. Engineering observed signs of stretching of the sheath leading to the puncture hole. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
"Reported through (B)(6) and (B)(6) that dr. (B)(6) was using a gelport on an undisclosed colorectal case on (B)(6) 2016, when the device tore in usage. No additional details available." Patient status: "patient unharmed."